Event description:
Laminectomy pack catalog# 622359, lot# 1184739, rev 15. Pack had contaminants in the lap sponges. The lap sponges found in the phs packs are made by medical action. Vendor item #:(B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). Focusing on medical action for the lap sponges in packs: phs packs= (B)(4). Same reporter in mw5043161- mw5043178.